Event description:
Account reported that after flap creation, flap lift and treatment the surgeon was replacing the flap and noticed a tear in the flap. He did not realize there was a tear at first when he lifted it. A bandage contact lens was applied. Best corrected visual acuity: pre op 20/20, post op day 1 20/20.

Manufacturer narrative:
(B)(4). \application support manager contacted account and left message for surgeon to address programming less than 120 micron flap depth. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The patient interface (pi) lot# cp02138 was received and evaluated. Visual inspection found two (2) of the three (3) components (applanation lens, suction ring assembly, and syringe) were inside a bag. Visual inspection was within specifications. The functional and dimensional tests were performed and showed pass disposition. Suction testing was performed using the original syringe for the pi returned. Results were found within specifications. No failure was detected with the product. All pertinent information available to abbott medical optics has been submitted.